Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt failed a current test. The cause for the failure was isolated to corrosion on the j704 connector and the distribution node pca board. The root cause for the corrosion could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated electrode belt. The patient received a replacement electrode belt.

Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. The patient's electrode belt failed a current test. The patient was issued a replacement electrode belt.